Manufacturer narrative:
Corrected data: d9 and g2. Please see d9 and g2 for further information. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (if) were identified. The user provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: washing colonoscope, bacterial identification: >100cfu_pseudomonas aeruginosa>100cfu_serratia marcescens. Sampling date: (B)(6) 2024, sampling from: washing colonoscope, bacterial identification: 10-100cfu_pseudomonas aeruginosa 10-100cfu_serratia marcescens. Sampling date: (B)(6) 2024, sampling from: washing colonoscope, bacterial identification: 10-100cfu_pseudomonas aeruginosa <10cfu_klebsiella oxytoca <10cfu_staphylococcus capitis. Sampling date: (B)(6) 2024, sampling from: washing colonoscope, bacterial identification: 10-100cfu_pseudomonas aeruginosa. Sampling date: (B)(6) 2024, sampling from: washing colonoscope, bacterial identification: <10cfu_pseudomonas aeruginosa 10-100cfu_serratia marcescens. Sampling date: (B)(6) 2024, sampling from: washing colonoscope, bacterial identification: 10-100cfu_pseudomonas aeruginosa <10cfu_serratia marcescens. The device was evaluated where no abnormalities were found that could had led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, additional microorganism test detected the same bacteria from the same sampling location as the 1st microorganism test. Therefore, reprocessing may have been performed insufficiently. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive five times for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.